Event description:
It was reported that the catheter leaks during use and breaks when attempting to remove it, leaving it inside the patient and requiring vascular surgery for removal. Patient diagnosed with breast cancer who was undergoing adjuvant chemotherapy treatment. Administered 4 cycles of doxorubicin-cyclophosphamide + 4 cycles of weekly paclitaxel. On (B)(6) 2025: patient evaluated in the procedure room by trained nursing staff due to leakage through the PICC insertion site while administering the last cycle of paclitaxel chemotherapy. Physical examination revealed no discomfort in the affected limb, no increase in volume, no signs of infection or pain, and healing in progress. The catheter is checked using an ultrasound scanner, verifying its path to the shoulder region. No fractures are visible on the ultrasound. It is decided to remove the catheter due to possible complications using the ultrasound scanner. When traction is applied to the catheter, there is no resistance until 4 cm of withdrawal, where traction is no longer possible, evidencing a catheter rupture in the distal third of the arm. A photograph is taken with the ultrasound and the case is presented to the vascular surgery team, who indicate that a chest and arm x-ray should be taken on monday, (B)(6) 2025. On (B)(6) 2025: the patient goes to x-ray to have an x-ray taken, which confirms the catheter rupture. The patient is scheduled for outpatient catheter removal by vascular surgery. On (B)(6) 2025: the vascular surgery team and oncology nurse attempt to remove the catheter on an outpatient basis, with the help of a guide. During the procedure, when the guide is moved together with the catheter, only half of the device is removed, with the rest remaining inside. Subsequently, the doctor performs outpatient surgery to attempt to remove the residual fragment, without success. Given the situation, the patient is referred to the emergency room with a consultation for hospitalization to request an x-ray of the right arm and chest and coordination of elective surgery in hemodynamics. On (B)(6) 2025: a specialist successfully performs surgery to remove the fractured catheter. Unfortunately, the process of removing the catheter was lengthy, requiring considerable effort on the part of both the patient and the healthcare team involved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the cause is unknown. Two radiographic images of the patient¿s right humerus were returned for evaluation. Both images showed the implicated catheter in the right arm. A circumferential break was present in the catheter, near the deltoid insertion. One image showed the catheter with the proximal section still visible and the other just showed the distal segment. The location of the distal catheter segment appeared unchanged between the two images. Although a catheter break could be confirmed, the root cause of the break could not be determined from the returned images; there were no distinguishing features visible in the images which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.